Event description:
It was reported that during an embolization treatment procedure, a coil broke and protruded from the catheter tip. The patient presented with 25% loss of kidney function. The intended location for treatment was an aneurysm in the right renal artery. A 2d 14mm x 20cm interlock coil was deployed and half of the coil was deployed in the aneurysm and half in the artery. The physician tried to retrieve the coil with a snare and the coil broke. The procedure was complete with this device. No further patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).